Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and failure code814:01 was confirmed (found in event history) due to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The device was received for service. During service testing, failure code 814:01 was found in the event history on all 3 channels. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.